Event description:
The hill-rom field technician reported that the brakes would not hold on this bed. He found that the brake control cable had failed. He replaced the cable and associated hardware to correct the issue. No adverse events were reported.